Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the the patient had no radial pulse distal to the impella site. Arterial ultrasound ordered to check flow down right arm. A thrombus was observed in the patient. Heparin was started the night prior.

Manufacturer narrative:
The investigation into the optical signal issue, the limb ischemia reversible and the thrombus issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the optical signal issue was not determined since product was not returned and due to inconclusive failure trend per data log review. As all the necessary information was not provided, the root cause of the limb ischemia and the thrombus was not determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. Data logs were reviewed, and placement signal (ps) low alarm observed at start of case after single occurrence of impella in ventricle alarm. Several ps low alarms were seen with no consistent placement signal deteriorating trend. Placement monitoring was disabled. 5s parameters had no hard failure but snr and contrast were observed to decrease and later increase back to normal range along with change in p-level. Also, no major variable parameters were seen for lamp, gain and light. The cause of the optical signal issue was not determined since product was not returned and due to inconclusive failure trend per data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. B7 updated. D10 concomitant medical products and therapy dates. F6 and f8 erroneously filled out in the initial report.

Event description:
The complainant also reported that the patient was on impella cp support when there was a placement signal low alarm. The position was verified, and the impella was 3.5 cm pointing towards the apex. Placement showed great position. The placement signal alarm was then disabled.